Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerv stim and gastrointestinal/ pelvic floor. It was reported that their ins did not last as long as they thought it would. Patient stated they first noticed this when they noticed that the ins wasn't working "probably before the beginning of the year" (clarified around the beginning of the year). They stated they went to their doctor in february and discussed this with them and their doctor was planning to replace it on friday. Reviewed longevity related to settings and usage. Pt stated their therapy was usually set at "3-4". Agent did not ask about the circumstances that led to the reported issue. Pt stated they are already following up with their hcp.